Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer's hospitalization was not related to insulin pump or diabetes. The customer was in hospital for an undisclosed reason and the customer was not using the insulin pump for 4 weeks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 45 mg/dl at the time of incident. Customer states they was in hospital but insulin pump took out since 4 weeks. Customer states insulin pump had hardware low level failure alert. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer states insulin pump had hardware low level failure alert after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly.